Manufacturer narrative:
The reported events were lead dislodgement, extra cardiac stimulation and failure to capture. As received, a complete lead was returned in one piece with the helix found extended and clogged with blood/tissue. The full helix extension length was measured to be within specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fracture or internal shorts. Visual and x-ray examinations did not find any anomalies except for procedural damage.

Event description:
It was reported that patient presented in clinic experiencing hiccups. Upon evaluation of the lead, it was noted that right atrial (ra) lead exhibited loss of capture. It was also observed via x-ray that the lead had dislodged. The lead was explanted and replaced with the new lead. Patient condition was stable before, during and after procedure.